Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Inspected unit bp connection on front end board for signs of damage, none noted. Connected trainer and noted normal bp readings on unit, indicating console side working normally. Inspected bp adapter cable and bp cables provided by customer, noted bp adapter cable connector spinning when being tightened down. Internal wiring in bp adapter cable damaged, replaced 8 cable assembly, blood pressure with customer provided replacement. Connected bp transducer and obtained zero reading indicating new adapter cable working properly performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was unable to zero pressure line while on patient. Patient was transported without issue and unit set aside once patient was off iabp. No patient harm reported.